Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the patient therapy log with an ultrafiltration of 418 ml during cycle 1. The fill volume was 200 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets baxter's overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. Due to the temperature failure during evaluation, it is unknown whether the device met specifications relative to the iipvs found in the device logs. The cause of the event was undetermined, not enough information was available to make a determination.